Manufacturer narrative:
It was indicated by the customer that product the would not be returned to masimo for evaluation, as it was discarded. If new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent spo2 dropouts during active patient monitoring in the proton radiation unit. The customer suspects environmental interference. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative (if other): date of event changed from (B)(6) 2016 to (B)(6) 2016. Date of this report changed from (B)(6) 2016 to (B)(6) 2016.